Event description:
Resident of nursing facility was found in her bed with her head in the space between the headboard and siderail of the bed. The siderail was in the raised position. Resident was repositioned and lack of respiration was noted. There was a lack of vital signs and pupils were non-reactive. There was a mark on left side of neck where it was laying against siderail. Medical director and coroner's office notified. Bed was removed from service and evaluated. It was determined that bed operated properly and was used by facility in proper manner. This type bed has been in use in facility for over 10 years without incidentdevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.